Event description:
It was reported that the device was used during an aortal bi-iliac bypass. It was reported by the rep that the surgeon used an mcl20 to ligate venous branches and found the clips were scissoring and coming off the vessels. The surgeon opened and used a total of (4) instruments and found them to be scissoring. The surgeon completed the case by suture ligating the branches where the clips had come off.